Event description:
It was reported that the patient's ilet pump cartridge became dislodged while the patient removed a shirt, despite the connector having been securely locked at the prior set change, and this contributed to hyperglycemia reported at 385 mg/dl in the context of a bent cannula; the issue was characterized as a fitting problem involving the reservoir, and troubleshooting and education were completed. Symptoms included no clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Customer care provided support that included communication and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified, consistent with a fitting problem involving the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.